Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that a newly implanted pacemaker could not be interrogated by two of the manufacturer's programmers. The pacemaker was later interrogated and remains in use. Unable to determine root cause. No patient complications have been reported as a result of this event.